Event description:
It is reported that after surgery and cleaning it was noticed that the teeth on the broach had been damaged.

Manufacturer narrative:
This report will be amended when our investigation is complete.